Event description:
1. Tonsil snare broke inside pt's mouth - no injury to pt occurred. 2. On separate incident with same type snare, the snare dislodged and the wire remained tightened to tonsil. The wire had to be removed by cutting around tonsil.